Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to exhibited high out of range pacing impedance measurements. A new right atrial (ra) lead was implanted instead. No additional adverse patient effects were reported.